Manufacturer narrative:
(B)(4). A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. A tier ii corrective and preventive action (CAPA), im-CAPA (B)(4) was opened to investigate the root causes that led to this failure mode.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce basal/bolus infusor device had ruptured during the priming process. There is no patient involvement. No additional information is available.